Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery with an intralase patient interface (pi) after the laser fired.

Manufacturer narrative:
Correction: results codes - in initial report it was not included that product shelf life was exceeded at the time of use. Conclusion codes - in initial report it was not included that user failed to follow manufacturer's instructions for use. In initial report it was not included that account reported product was expired. It was confirmed that this lot was expired on 8/19/2013.